Event description:
It was reported that patient experienced high blood glucose due to infusion set cannula was bent on (B)(6)2026.

Manufacturer narrative:
Name: medtronic minimedcountry: united states of americaaddress ¿ line 1: 18000 devonshire streetcity: northridgestate: californiazip code: 91325based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration numberreporting site: 8021545manufacturing site: 3003442380